Event description:
I am a (B)(6), male, that has had a left inguinal hernia repair using the bard flat sheet mesh patch reference number (B)(4) lot number 43fqd291. I had the mesh put in back in (B)(6) 2006, I have had severe pain from the patch since the surgery. I underwent a second surgery to remove portions of the mesh patch back in (B)(6) 2007 and that surgeon was unable to remove all of the mesh because it had already grown into my nerve endings too far. I have reviewed many other people's statement online and it seems we all have same stories and same pains. I think these patches should be looked into more closely. I have lost my career in the united states (B)(6) because I could not perform my job duties because of all the pain and complications this mesh patch has caused me. Dates of use: still using, (B)(6) 2006 - (B)(6) 2007. Diagnosis or reason for use: left inguinal hernia.